Event description:
On (B)(6) 2010, the pt reported that the up button of the infusion device is not responsive. He began to notice the issue intermittently over the last 6 months. No physiological effects were reported. The infusion device was replaced and requested to be returned for evaluation. Upon evaluation of the infusion device, it was found both the up and down buttons were unresponsive. The pt did not require medical assistance from a healthcare professional or second party to address the issue.